Event description:
Allegedly, eprd reported 4 new complications for profemur® preserve modular first revision (1 infection, 2 dislocation and 1 fracture). No further information was reported. This incident is capturing 2 dislocations.